Manufacturer narrative:
(B)(4). G2: foreign - event occurred in finland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown time, the unit did not make a smooth hole for grafts. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete.